Event description:
It was reported that the patient underwent a surgery for mast tlif at l5-s1 with peek expandable cage. During insertion, the cage broke away from the inserter. The cage was 2/3 of the way in and could not be removed so the surgeon tamped it in the rest of the way. The cage could not be expanded due to the back portion breaking off. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location: hospital. The device was not returned to the manufacturer for evaluation.